Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2022, a patient was implanted with a 5mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left superficial femoral artery stenosis. The viabahn device was advanced via 0.035*220cm terumo wire to target lesion. When the physician pulled the deployment line, the distal end of stent was expanded for one centimeter. Then the deployment line got stuck and the viabahn device couldn't fully expand. Therefore, the viabhan device and sheath were removed out of patient. Another 5mm x 10cm and 6mm x 10cm viabahn device were used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: 213: because the device was returned partially expanded and deployment could be successfully resumed during evaluation, this investigation was not able to independently confirm the complaint of inability to complete deployment. Additionally, the reported failure mode could not be independently confirmed during device evaluation because the conditions present during the procedure cannot be replicated in a laboratory setting. A failure mode could not be determined as evaluations indicated deployment could be resumed with traction at the endoprosthesis. During the evaluation, damage to the device was noted that is consistent with the physician¿s report of withdrawing the device and subsequent unknown interactions, including a longitudinally compressed endoprosthesis, exposed and kinked distal shaft and deployment line pull through beginning at the transition. However, neither the timing nor the cause of the damage could be established, and there is no information to indicate that this damage was related to the primary reported failure of inability to complete deployment. The device was able to be successfully deployed during the evaluation. No device failure modes were identified in relation to the nature of this complaint. The investigation including review of images and the returned device, could not confirm the cause of the reported issue for this event.

Event description:
The following was reported to gore: on april 21, 2022, a patient was implanted with a 5mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left superficial femoral artery stenosis. The viabahn device was advanced via 0.035*220cm terumo wire to target lesion. When the physician pulled the deployment line, the distal end of stent was expanded for one centimeter. Then the deployment line got stuck and the viabahn device couldn't fully expand. Therefore, the viabhan device and sheath were removed out of patient. Another 5mm x 10cm and 6mm x 10cm viabahn device were used to complete the procedure. The patient tolerated the procedure. The physician confirmed that full expansion was achieved during pre-dilation. He didn't know what might cause the deployment line stuck. The anatomy seemed to be not torturous.